Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, intermittent loss of capture was noted in the pacemaker, right atrial lead, and right ventricular lead. No intervention was performed, and the patient experienced no adverse consequences.